Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, insulin pump received stuck in the motor error loop during bolus and basal delivery. Unable to confirmed error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip, belt clip slot and battery tube threads, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error on his insulin pump. Customer's current blood glucose is 198 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. He is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.